Event description:
During bilateral tubal ligation, kleppinger stuck to right fallopian tube. When pulled away right tube tore. Small amount of tube had to be removed to ensure complete tube interruption.